Event description:
The patient was admitted after having two separate episodes of syncope after bouts of coughing. Work up of syncope was negative, but on mra a 1cm mid/distal basilar artery aneurism was identified so patient was transferred to another facility for further evaluation of the aneurism. The patient had an initial diagnostic angiogram, and three days later underwent coiling with the use of the enterprise vrd stent. The patient was somewhat slow to recover after the anesthesia. Within about ½ hour of arrival in the pacu after the stenting, the patient became non-responsive. The patient was taken back for a repeat angiogram. Non-flow limiting platelet aggregation along the stent was identified. Reopro was given intra-arterially and a reopro drip was started. However, there has been no improvement in the patient's neurological status. An MRI of the brain performed the day after the procedure showed "multiple acute infarctions" mostly involving the posterior circulation with several small punctuate sub-cortical infarctions also seen in the left frontal lobe.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The patient was admitted after having two separate episodes of syncope after bouts of coughing. Work up of syncope was negative, but on mra a 1cm mid/distal basilar artery aneurism was identified so patient was transferred to another facility for further evaluation of the aneurism. The patient had an initial diagnostic angiogram, and three days later underwent coiling with the use of the enterprise vrd stent (enf452812/13471810). The coils implanted consisted of 3 non-cordis coils, and 4 orbits coils (638cf0616/160801921, 638cf0515/13471476, 637mf3509/13450904, and 637mf2646/16068168). The patient was somewhat slow to recover after the anesthesia. Within about 1/2 hour of arrival in the pacu after the stenting, the patient became non-responsive. The patient was taken back for a repeat angiogram. Non-flow limiting platelet aggregation along the stent was identified. Reopro was given intra-arterially and a reopro drip was started. However, there has been no improvement in the patient's neurological status. An MRI of the brain performed the day after the procedure showed "multiple acute infarctions mostly involving the posterior circulation with several small punctuate sub-cortical infarctions also seen in the left frontal lobe. The patient was initially recovering from the anesthesia effect, but developed mental status changes prior to full recovery, as described below. Post procedure, the patient began recovering from anesthesia; was initially able to follow commands and able to move all extremities. Pupils were equal and reacted sluggishly to light. He was not completely oriented. The patient was extubated and was breathing on his own. The patient vomited, but could not follow commands or verbalize his name. Aggressive sternal rub applied with no response. Right eye was noticed to be pointing downward and left eye drifting to the left. Patient was taken for head CT, and was re-intubated. Repeat angiogram revealed intraluminal thrombus along the wall of the basilar trunk at the distal aspect of the stent and distally to a point just below the takeoff of the superior cerebellar arteries. This was not flow limiting, however reopro (abciximab) was infused intra-arterially to a point just proximal to the stent with partial resolution of the thrombus in the basilar artery. A reopro drip was then started at a rate of 0.125 mcg/kg per minute that was continued for 12 hours. The aneurism was a large dissecting aneurism of the mid basilar trunk with a wide neck. The aneurism measured between 11 and 12 mm at its greatest dimension. The artery in this location was dysplastic with moderate focal dilation. The proximal vessel diameter was 3.58 mm and the distal was 2.99 mm. The post procedure medical therapy consisted of reopro, intubation and sedation for ventilator for assistance with breathing, intravenous fluids, plavix (clopidogrel), 75 mg/day, until (B)(6), however due to possible plavix resistance, he was switched to ticlopidine 250 mg/day, aspirin, 325 mg/day, dexamethasone 18mg dose gradually tapered down (discontinued on (B)(6)), to prevent intracranial swelling, acetaminophen for headache, beta blocker, vasodilator for blood pressure control, and antibiotic therapy. There is no documentation of act. The patient is still hospitalized, alert and awake. He can squeeze with right hand and wiggle right toes but is flaccid on the left side. He is needing total assistance for elimination, is not independently mobile, and has some confusion. Due to persistent respiratory failure, the patient required a tracheotomy and a tube was placed approximately 2 weeks after the event. The long term prognosis is that the he is expected to require prolonged respiratory support, and support with mobility and activities of daily living. He will likely be discharged to a rehabilitation facility. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After enterprise vrd assisted coiling of a mid-distal basilar artery aneurysm the patient was slow to wake up from anesthesia and then became unresponsive. A repeat angiogram demonstrated non-flow limiting platelet aggregation along the stent. This was treated with intra-arterial reopro and intravenous drip with no improvement in status. MRI the next day demonstrated multiple acute infarctions mostly involving the posterior circulation with several small punctuate sub-cortical infarctions also seen in the left frontal lobe. The patient is currently awake and alert, left side is flaccid. He is expected to prolonged respiratory support, and support with mobility and activities of daily living. He will likely be discharged to a rehabilitation facility. Prior to the procedure, the (B)(6) male was admitted after having two separate episodes of syncope after bouts of coughing. Work up of syncope was negative, but on mra a 1cm mid/distal basilar artery aneurism was identified so patient was transferred to another facility for further evaluation of the aneurysm. Six days prior to the procedure, d-dimer (dvt) test results = 238 ng/ml (normal range 0-600 ng/ml) with pt, ptt and inr within normal range. The aneurism was a large dissecting aneurism of the mid basilar trunk with a wide neck. The aneurysm measured between 11 and 12 mm at its greatest dimension. The artery in this location was dysplastic with moderate focal dilation. The proximal vessel diameter was 3.58 mm. The distal vessel diameter was 2.99 mm. There is no documentation of intra or post procedure act. Coil embolization with placement of seven coils using the enterprise stent was performed. The patient was initially recovering from the anesthesia effect, but developed mental status changes prior to full recovery. He was initially able to follow commands and able to move all extremities. Pupils were equal and reacted sluggishly to light. He was not completely oriented. He was extubated and was breathing on his own. Within the next ten minutes, the patient vomited and could not follow commands or verbalize his name. Within about 1/2 hour of arrival in the pacu after the stenting, the patient became non-responsive; aggressive sternal rub was applied with no response. The right eye was noticed to be pointing downward and left eye drifting to the left. The patient was taken for head CT. The patient was subsequently re-intubated with repeat angiography performed. Angiogram revealed intraluminal thrombus along the wall of the basilar trunk at the distal aspect of the stent and distally to a point just below the takeoff of the superior cerebellar arteries. This was not flow limiting, however reopro (abciximab) was infused intra-arterially to a point just proximal to the stent with partial resolution of the thrombus in the basilar artery. A reopro drip was then started at a rate of 0.125 mcg/kg per minute which was continued for 12 hours. In addition to reopro, medications included sedation for ventilator for assistance with breathing, intravenous fluids, and plavix 75mg/day for five days which was then switched to ticlopidine 250mg/day due to possible plavix resistance, aspirin 325mg/day, beta-blockers, antibiotic therapy, and dexamethasone, to prevent intracranial swelling, 18mg dose gradually tapered down and discontinued. The enterprise vrd remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01418041 which corresponds to cordis lot number 13471810. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Manufacturing records for lot 13471810 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to (B)(4), and the results indicate that the stent shipped meets specified release requirements. Additional DHR review for the stent parylene coating per (B)(4). Prior to shipment, a certificate of conformance was generated for the enterprise stents from lots (B)(4) that met lake region manufacturing specification. Stroke and stent thrombosis are known adverse events associated with stent assisted aneurysm coil embolization procedures as listed in the instructions for use (IFU). Although no definitive conclusion can be made, patient/pharmacological factors may have contributed to the post procedure stroke with demonstrated thrombus. Based on the review of the device history records, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective actions will be taken at this time.